Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to power on. Remote support service was offiline. The device was receiving no power. Customer plugged into an alternate power outlet, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue upon investigation of the actual device of this incident it was determined that the station was not turning on a field service engineer fse found an issue with the drawer 7 2 controller board so the fse replaced both the drawer controller board and the pyxis module controller board to resolve the problem the system functioned as intended after the field service engineer repaired the device.